Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4). The expiration date is unknown at this time.

Event description:
It was reported by the sales rep via phone that during an anterior cruciate ligament re-construction procedure that three of the truespan meniscal repair system peek 12 degree misfired. Another device was used to complete the procedure. No patient consequences, or surgical delay reported. These devices were discarded by the staff.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that three of the truespan meniscal repair system peek 12 degree misfired. The complaint devices were discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint devices were discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l65927] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.